Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post-operatively, an implantable cardioverter defibrillator (ICD) grommet/set screw problem was suspected due to some inappropriate parameters and high impedance of a competitor right ventricular (rv) lead. A pocket revision was performed and blood was found in the header block of the rv lead port of the ICD. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.